Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a lifted blade occurred. The target lesion was located in the left anterior descending (lad) artery. While introducing the 06/4.00 flextome cutting balloon, the balloon hung up on the tuohy valve. The device was examined and the blade was lifted off the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a lifted blade occurred. The target lesion was located in the left anterior descending (lad) artery. While introducing the 06/4.00 flextome cutting balloon, the balloon hung up on the touhy valve. The device was examined and the blade was lifted off the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. A guidewire was inserted into the catheter tip with no issues. The guidewire and catheter were advanced through a super sheath with no issues. The catheter exited the sheath successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).